Manufacturer narrative:
(B)(4).

Event description:
New information received notes that review of session records indicated that the inappropriate hv therapy was given due to rv lead noise. There was no other inappropriate therapy. Rv lead impedance was also high out-of-range, indicating lead damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered several inappropriate therapies including hv therapies. Ra and rv lead noise was observed during device interrogation. Lv lead was also dislodged before events; dislodgement date was unknown. All the leads were explanted and replaced. Implantation of the complete new system went well. Patient's condition was stable before and after the event.